Event description:
Medtronic received information that at an unspecified time, this act plus instrument broke off several measurements every day, or th e clotting time was utopian high. The customer stated that as a rule, this only happens with incorrectly diluted blood samples, which they have excluded as a source of error. The customer requested a check to determine whether there was a fault that could lead to incorrect values. Use of the instrument was unknown. There was no patient impact reported with this event. Medtronic received additional information stating that the error code associated with this issue was c068 performance / output quality.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the reported issue with the instrument breaking off several measurements, or the clotting time being utopian high was verified durin g service. The service technician reported error 69 on startup and observed errors in statistic log and lift bar height out of specification, temperature out of specification, loose screws and faulty floppy drive. The issue was resolved by cleaning floppy drive, putting screws back, adjusting lift wire and heat block temperature. Preventive maintenance was performed per specifications. Conclusion: no patient/clinical safety issues reported. Trends for issues with this product are reviewed at quarterly quality meetings. The act plus software constantly monitors for software and/or hardware faults. When one is found, an error is displayed and typically addressed by the operator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.